Manufacturer narrative:
The customer reported the screen could not be read due to cloudy display. The unit was evaluated by a philips rep. The reported symptom was duplicated. Replacing the display resolved the reported issue.

Event description:
The customer reported the screen could not be read, due to cloudy display.